Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the em jig pieces are stripped, won't lock on shaft up and down. It was also reported that the patella clamp has tiny peg in handle that is broken, will not stay in.